Event description:
Info received indicates that during an advance procedure, the plastic connector came off the needle and was left in the pt, rather than dig for it and the case was finished. This pt is large man, had hard tissue, and he is doing fine.

Manufacturer narrative:
The current complaint rate is within acceptable levels per risk management documentation.